Manufacturer narrative:
The following fields have been updated with additional/corrected information: b.1. Describe event or problem: it was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer noted to have a cap that was slanted and appeared to not be seated correctly. This event occurred 2 times. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cocked stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cocked stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer noted to have a cap that was slanted and appeared to not be seated correctly. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: customer states - tube when selected for collection was noted to have a cap that was slanted and appeared to not be seated correctly. The collector tried pressing down to the correct its positioning but was unable to fix its seating, they ended up not using the tube for collections and it was discarded into biohazard sharps container and was not able to be salvaged for pictures.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer noted to have a cap that was slanted and appeared to not be seated correctly. The following information was provided by the initial reporter. The customer stated: customer states - tube when selected for collection was noted to have a cap that was slanted and appeared to not be seated correctly. The collector tried pressing down to the correct its positioning but was unable to fix its seating, they ended up not using the tube for collections and it was discarded into biohazard sharps container and was not able to be salvaged for pictures.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.